Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have cracks on pump, screen and bottom fell out, and broken battery cap. Customer does not know how damage occurred. Customer's blood glucose was 155 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.